Event description:
The surgeon attempted to implant a cc4204bf lens. The lens was removed due to a torn posterior capsule. The incision was enlarged and required a suture. Surgery was completed using a sulcus lens.